Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited three episodes of noise oversensing leading to high ventricular rate episodes starting on (B)(6) 2019. It was suspected that the patient experienced pauses during the episodes. No intervention was performed. The patient was stable.